Event description:
It was reported that during implant the lead exhibited no impedance reading. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of impedance measurement anomaly was confirmed in the laboratory and was due to an electrical short circuit in the lead. The cause of the electrical short was damage to the inner insulation from overtorque of the inner coil during the surgical procedure.